Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the rubber sleeve did not recover during collection and there was leakage in the holder. No patient impact reported.

Manufacturer narrative:
H.6 investigation exec summary: bd received forty-nine (49) samples and one photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for sleeve leakage was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for sleeve leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photo attached. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.